Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# 0230656866, product type screening device product ID 9 77d260 lot# 0230656861, implanted: (B)(6) 2025, product type screening device product ID 977d260 lot# 0230656863, serial# implanted: (B)(6) 2025, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Lots numbers / model provided for other leads involved in the event and wens serial number provided. Additionally, clarified what was implanted and what will be returned for analysis (for return, one lead and the wens).

Manufacturer narrative:
H3 device evaluation: analysis of the 97725 external neurostimulator (ens) found no significant anomalies and the ens passed functional testing. Analysis of the returned 977d260 lead (lot no: 0230656866) found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# 0230656866 product type screening device product ID 977d260 serial# unknown implanted: (B)(6) 2025 product type screening device product ID neu_unknown_lead serial# unknown implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 15-jan-2029, UDI#: (B)(4) product ID: 977d260, serial/lot #: unknown, ubd: 15-jan-2029, product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 15-jan-2029, g2: the country of origin is colombia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using a wireless external neurostimulator (wens). It was reported that the healthcare provider placed two leads in the epidural space and after making the connection of the leads to the wens, a system integrity check was performed. Contacts 8-12 had bad connections; a red "x" was displayed for those contacts. A factor that might have led/contributed to the event was that the patient's epidural space was very big; it was noted that this could have made the impedance/connection measurements difficult. It was then noted that after the bad connection was observed, impedances were measured and contacts 1-6 and 9-14 had high impedances. The lead contacts were cleaned with a sterile gauze and sterile water, but the bad connection persisted. The lead connection to the wens was inverted and the results were the same. A new wens was used and the issue persisted. A new lead was opened and connected to the wens; contact 9 was bad, and then there were high impedances on contacts 1-3, 8-11, and 13. Because the issue continued, the healthcare provider decided to continue with the procedure and the new lead was implanted. In the recovery room with the patient in the supine position, a new connectivity check was performed with good results; only 2 contacts had high impedance. The device was programmed and the trial was on track; the issue was reported as being resolved. There were no patient symptoms/complications associated with the event, and there was no patient injury. Medical/surgical intervention was not necessary to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization.